Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart. Customer stated that after changing the battery, they had to add the date and time every time. The customer also reported that they received the alarm again after the battery change. It was reported that they received another error alarm as well and they were able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.